Event description:
Reporter alleged the customer took his normal 54 units of novolog before eating breakfast and then injected another 54 units a few hours after breakfast by mistake. Reporter stated the customer became sweaty and tired and was unable to use his active system due to difficult strip insertion on the device. Reporter stated the paramedics were called, obtained a 20 mg/dl result on their system and gave the customer orange juice and candy. Reporter stated she also gave him syrup before he was taken to the hospital where he was given an IV and a sandwich. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.